Event description:
It has been reported the pt has requested a system explant due to recall notification. The pt is working closely with her physician to determine the next course of action. A surgical intervention is pending.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.